Event description:
Complainant alleged that during biomed testing, the device powered up with the display all yellow and illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty el display cable.